Event description:
Md attempted to insert power trialysis catheter and the wire unraveled while in the vessel. Several attempts were made to remove. Most of device was removed and the remainder was stented in place as not to migrate. Pt had positive arterial pulses post procedure.

Manufacturer narrative:
This device has not been returned to the MFR for evaluation. A lot history review (lhr) of rexc1400 showed no other similar product complaint(s) from this lot number.